Event description:
It was reported that charging cable and wall adapter were damaged and nonfunctional. There was no reported impact to the customer¿s blood glucose level. Technical support arranged replacement charging cable and wall adapter as a goodwill shipment, advised that customer should use multiple daily injections if pump battery depleted before new supplies arrived, and no further follow-up was required.